Manufacturer narrative:
Further information from the reporter regarding event and product return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a crease fold, deformation and yellow particles on the shell. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process. No openings or issues related to the reported event of rupture were observed. Additional information: h.3, h.6, g.1.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.